Event description:
It was reported that the unspecified bd alaris¿ infusion set had no flow while priming the tubing. The following information was provided by the initial reporter: "on (B)(6) no flow." "Most recent issue with tubing on (B)(6) 2023, priming tubing and no fluid would flow, unable to use."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing falling port at the IV port connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 47177e because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that the unspecified bd alaris¿ infusion set had no flow while priming the tubing. The following information was provided by the initial reporter: "on 1/6 no flow". "Most recent issue with tubing 1/6/23, priming tubing and no fluid would flow, unable to use."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.